Event description:
It was reported that the user received a ¿dosing stops in x minutes connect cgm¿ alert on the ilet after pairing a libre sensor that had already been scanned in the libre app, indicating the sensor was in use by another device and could not maintain connection to the ilet. Symptoms included no reported adverse physiological effects. Outcomes included successful replacement of the cgm sensor, deletion of the libre app to prevent future connection conflicts, initiation of a new sensor warmup, and restoration of cgm data flow to the ilet; the user¿s glucometer was not functioning at the time of the call. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a cgm connectivity conflict due to prior pairing with another application, consistent with expected device behavior and user setup. It was concluded that the event was attributable to use of a sensor already claimed by another device, and functionality was restored by replacing the sensor and removing the conflicting application.